Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's right ventricular lead exhibited noise episodes about two years ago. Tachycardia therapy was turned off to prevent inappropriate therapy. According to the healthcare provider, patient's medical condition has improved significantly.